Manufacturer narrative:
Image review: four images received show the presence of what appears to be two procedural wires and two delivery systems. A partially deployed stent is present on one of the wires. The partially deployed stent appears to be deformed on the distal end. The mechanism of the reported leak /balloon rupture cannot be confirmed from the images provided. Partial stent expansion on the proximal and distal ends of the stent is identified. Product analysis: the device was received for analysis. The stent was not present on the balloon and did not return for analysis. A kink was evident on the distal shaft. The device returned with balloon folds partially expanded. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon material, on the balloon working length. The balloon material was jagged and uneven at the tear site. No other damage evident to the remainder of the device. Additional information: the lesion being treated was in the mid left anterior descending (lad) branch. The lad side branch was bc protected, a procedure to protect the diagonal branch by placing an unused small-diameter balloon on the lateral branch (bc version of wire protection). The device was not moved or repositioned in the lesion while inflated. The balloon rupture occurred during the initial/first inflation and the inflation pressure was below the nominal pressure. To treat the incomplete stent expansion, it was attempted to change the diluted contrast medium in the indeflator to the undiluted contrast medium and then attempted multiple times again to expand so that even a little pressure was applied to the bc. After multiple dilatations and contrast agent changes, it was possible to remove the stent from the delivery balloon and implant another bc of an unknown product into the lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non tortuous, non calcified lesion with 90% stenosis in the left anterior descending (lad) branch. The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The target lesion was not pre-dilated. The device did not pass through a previously deployed stent. There was no resistance noted when delivering the device. Excessive force was not applied during delivery. It was reported that a pressure leakage occurred during the initial delivery/deployment of the stent at the lesion site. Upon checking the device externally, a balloon rupture was found. It was also reported that incomplete expansion of the resolute onyx stent occurred. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.